Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the distal conductor fractured due to overstress. It was noted that the distal conductor was distorted, the inner insulation was kinked/buckled, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead was stretched. It was further noted by lab personnel that the lead was received with the helix fully retraced and the distal conductor distorted within the connector. The lead has been stretched causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin.

Event description:
It was reported that the right ventricular lead had unacceptable thresholds after a medical procedure. The lead was capped and replaced. It was also noted that the right atrial lead had positioning difficulties as it "repeatedly fell/repositioned". The lead was explanted and replaced. No patient complications were reported as a result of this event.